Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep fixed a broken plug. The system is operating as intended.

Event description:
The customer reported that the plugs that connect the boom to the generator are broken on the stenoscop system. No pt injury was reported.